Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The day of the onset of peritonitis, the patient started treatment with injection of fortum (1.5gm, frequency not reported), injection of refline (1.5gm, frequency not reported) and injection heparin. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the peritonitis that was originally reported. Approximately a month later, the patient experienced recurrent peritonitis. On the same day, the patient was hospitalized for the event. The cause of recurrent peritonitis was unknown. The patient was treated with injection (inj) fortum 1.5gm, inj. Refline 1.5gm and inj. Heparin for recurrent peritonitis. The patient was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.